Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a laparoscopic sleeve gastrectomy. The stomach was resected using the gastric positioning system. An additional operation was performed due to the formation of a stricture. To correct the issue, the sleeved stomach was dilated. Surgical intervention was necessary to prevent a permanent impairment of a function. The event lead to or extended patient hospitalization. An additional operation will be performed to correct the issue. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The problem was observed for 1 week post-op. Patient is still vomiting once per week and is having a liquid diet. The dilation of the sleeved stomach will be performed to correct the issue. There was no unanticipated tissue loss.